Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an impella 5.0 for mechanical circulatory support. During support, the patient experienced bleeding from an unknown location and heparin was withheld. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.